Manufacturer narrative:
There was no harm to anyone from this event. All of the filters were changed (B)(6) 2021. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for the device. The water filters for the device had not been changed since (B)(6) 2020. It is likely that the suggested event occurred because the user did not read the instructions for use thoroughly, therefore they did not have sufficient knowledge of the equipment.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Additional information is not yet available for this event. The device is not available for the evaluation of the issue of the water filters not changed. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, the device water filters were not changed for the past 10 months. The air filters were not changed in the past 10 months as well. The facility has a pre-filtration system; therefore, for proper cleaning of the devices, the water filters are required to be changed every six months and the air filters to be changed every 30 days. There is no reported harm or adverse impact to any patient.